Event description:
It was reported that the right ventricular (rv) lead dislodged and pulled back into the atrium. The rv lead was unable to be repositioned and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the defib conductor and it was also distorted. There was a breached cut on the outer insulation and apparent explant damage.